Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the brachial artery through retrograde approach. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous left subclavian vein. A non-bsc guide wire was selected and advanced to the target lesion. A 2mm x 40mm x 144cm coyote es balloon catheter was used to dilate the lesion. Upon second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with a coyote es shelf box. The batch number on the packaging and device matched the reported batch number. There was blood in the inflation lumen. The distal tip was damaged. Magnified inspection revealed a pinhole aligned with the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. However, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the brachial artery through retrograde approach. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous left subclavian vein. A non-bsc guide wire was selected and advanced to the target lesion. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was used to dilate the lesion. Upon second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.